Event description:
It was reported that device was used during an unknown procedure. It was reported that the inner gasket of the 355st ripped during the case. Another device was used to complete the case. There was no consequence to the patient.